Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
New information received on july 25, 2025: they had to remove the video laryngoscope, reventilate the patient and prepare the direct laryngoscope and intubate the patient with the direct laryngoscope. Three attempts to intubate the patient were made, as the indication for intubation was acute respiratory failure in a patient with cardiogenic shock.

Manufacturer narrative:
Additional information added in section b3, b5 and d4. Device evaluation: investigation was completed on september 22,2025. The following was found: the error description provided by the customer was partially confirmed, and further defects were detected. Blade damaged, adhesive points on camera head worn, resulting in leaks at camera head, leak between plug and cover, led lights dim, and software version is up to date. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. The image failure described by the customer is also due to this. The initial manufacturer report was submitted on july 18, 2025. However, the corresponding supplemental report reflecting the updated awareness date of july 25, 2025, when the event was determined to meet serious injury criteria was not submitted at that time due to a human error. The investigation was completed on september 22, 2025. This delay was the result of human error during the reporting process. We acknowledge the delay and apologize for any inconvenience it may have caused. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that when used for intubation, image on the screen worked, then the screen went completely black when inserted into the mouth. No negative impact in state of health reported.